Event description:
A wire had been advanced through the diseased left superficial femoral artery and a catheter tip that was part of the stent had broken off and was in the mid-left superficial femoral artery. A 6-french sheath (70 cm long) was then advanced up and over the aortic bifurcation and into the mid-left superficial femoral artery, where the entire foreign body was retrieved intravascularly assisted by surgeon skill. There was no patient harm.